Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model 146870428. This product was used for the product code, and 501k. D4 and h4 the lot#, expiration date, and manufacture date are unknown. The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
A complaint was received regarding a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch that experienced breakage. It was stated in the report that there was a break on connector. Patient involvement and patient harm/adverse event are unknown. There is one quantity affected and one sample is returning for investigation. Evaluation letter is not required. The event date was 23-may-2025 and there was no anyone harmed.

Manufacturer narrative:
Received one (1) used. List #14687-15, primary plum set for inspection. As received, the tubing from the inlet chamber to the cassette was separated. Under ultraviolet (light), sufficient solvent was observed on the tubing and the bond pocket. The tubing failed design specifications for the inlet tubing outer diameter. The tubing passed the bond specifications. The reported complaint of a break at the connector can be confirmed. The probable cause is due to an extrusion error. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 7/22/2025.